Event description:
Baxter reported a disconnection between a transfer set and a titanium adapter of a catheter. The pt was given antibiotics and the transfer set was replaced. No injury or medical intervention was reported.

Manufacturer narrative:
Sample discarded.